Event description:
Patient experienced a red heart alarm on (B)(6). A controller change was done and shortly after the patient passed out and was intubated by ems and taken to our ed. Vt/vf arrest in ed with CPR. Primary cod: respiratory failure. Primary cod, other specify: cerebral anoxia.